Manufacturer narrative:
Med watch#: mw5089455. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
Med watch#: mw5089455. It was reported that a (B)(6) female patient underwent an unknown breast surgery with mentor memorygel 450 cc silicone breast implants which patient reported just had my breast implants removed due to ongoing chronic pain documented by doctors since 2016 and chronic inflammation per pathology. She also suffered from many other symptoms. There was no rupture. Mentor reviewed the mammogram and ultrasound report and the result indicated that the bilateral diagnostics and breast ultrasound performed on (B)(6) 2019, appear to be normal and did not show significant change since prior study. As a result patient had the implants removed on (B)(6) 2019. Patient indicated that her issues subsided after the removal. This report is for the left side.

Manufacturer narrative:
On (B)(6) 2020, patient reported pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/15/2019, a manufacturing record evaluation (mre) was performed for the finished device number 6551805, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).